Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient¿s information, symptoms, revision surgery, and suspected medical device. The patient¿s dob is (B)(6) 1986. Bilateral ptosis was diagnosed preoperatively. As a result, the patient underwent bilateral removal without replacement. Upon explantation, the left-sided implant was observed to be ruptured. Initially, the suspected device medical device was reported as an unspecified mentor gel device. However, upon explantation, the patient's surgeon stated that the device is an unspecified mentor smooth gel breast implant. Updated reason for device explant and/or reoperation: ptosis. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be re-opened, and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor gel breast implant and experienced postoperative left-sided rupture. As a result, the patient underwent explantation on (B)(6) 2020.